Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had surgery recently and was working with healthcare provider to make adjustments to insulin therapy. Blood glucose (bg) was 42 mg/dl. Reportedly, the customer bypassed treatment and fell asleep. Upon waking up, bg increased to around 300 mg/dl.